Event description:
Customer reported to beckman coulter, inc. (Bec) that white blood cell failed reproducibility with variation coefficient of 9.91 on the coulter lh 750 hematology analyzer. Customer reported that there was a bloody leak in the blood sample valve tray. Customer reported that patient results were not run. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found an aspiration leak at the needle vent line. The fse replaced the duro tubing which appeared to have a pinhole and the white blood cell (wbc) aperture to address the failed reproducibility issue. The fse verified the system operation.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).